Event description:
During op surgical procedure, multiparameter monitoring machine froze up. Was incapable of monitoring the pt during surgery. Biomed called stat for monitor replacement. No injury to pt. Monitor removed from inventory and MFR contacted. Biomedical engineering statement suggests association with monitor failure to the firing of electro surgical unit (esu) which was used in surgical procedure.